Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, it was discovered that this right atrial (ra) lead was exhibiting high out of range pacing impedances greater than 2000 ohms. The patient is not pacemaker dependent and the physician elected to continue monitoring the system via regular follow-ups. This ra lead remains in service. No adverse patient effects were reported.